Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump and provided information on pump reset procedures. The malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue recurred.